Manufacturer narrative:
Concomitant medical products- model: ddbc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The organism was identified as (B)(4). The ICD system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.